Event description:
It was reported that the balloon was not deflating properly during prep. The 50/50 contrast saline mixture was used. A second device was used successfully. Procedure: coronary.

Manufacturer narrative:
The device was received with the shuttle in manufacturing position. The handle of the returned device was covered by opaque material, probably contrast. The liquid see n inside the inflation tube was more viscous than saline. An attempt to inflate the balloon from the returned device revealed that the balloon did not fully inflate and the inflation indicator remained stuck to the handle. A slow seepage of fluid in the balloon could be seen entering the catheter probably due to the viscous contrast. It takes more than 1 minute to inflate the balloon. The hub barrel was inspected and liquid seen inside the hub barrel was more viscous than saline. This indicated that contrast has been used in the device during prep. Deflation time increased when 50% contrast is used to inflate the balloon. The review of the lhr (lot f1413210) indicated that the mynx device lot met all establishing performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable root cause for difficulty to inflate/deflate balloon was the contrast solution on the hub shell which restricted the movement of the inflation indicator.